Event description:
Complainant alleged that during pt monitoring the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.